Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2006. Prior to the procedure the patient was treated for a fibroid tumor with a smith and nephew morcellator. The patient was dilated to 10cm to accurately dissect the fibriod. Due to the larger dilation that occurred prior to the ablation two tenaculum stabilizers were placed in position to assist with obtaining a good cervical seal, within two minutes of the ablation a fluid loss alarm was generated. The case was aborted and the patient suffered a vaginal burn down to her vulva. The patient was treated with silvadene cream. Current patient status unknown. No further information forthcoming.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.